Event description:
It was reported the patient's ipg had shifted within the pocket site. The patient reported she was still receiving effective stimulation and had no issues with recharging the ipg. She stated the ipg site is painful and uncomfortable. It was reported the patient has recently lost weight. The physician plans to see her surgeon to discuss the issue. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.